Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that remote monitoring of this pacemaker system revealed a red alert due to a high, out-of-range pace impedance measurement greater 2,000 ohms on the right ventricular (rv) lead. Additional information received reported that subsequent rv impedance measurements were within range three months later and this pacemaker paces 4% in the rv. The physician planned to continue monitoring and leave the device settings programmed to unipolar. This rv lead remains in service. No adverse patient effects were reported.